Manufacturer narrative:
E1: (B)(6). B3 is unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed a damaged downstream occlusion (dso) seal, damaged battery compartment, scratched lens, and damaged remote dose connector. No issues were found in the event history log. Functional testing found no issues and the pump passed accuracy testing. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's dso seal was damaged. The dso seal, battery compartment, lens and remote dose connector were all replaced.

Event description:
It was reported that device was sent in for repair following non-compliance during preventive maintenance. Analysis found damaged dso seal. There was no patient involvement.